Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had run high. The customer changed the infusion set and reservoir and the blood glucose reading rose further to 600 mg/dl. The customer treated with manual injection and declined troubleshooting. The insulin pump was not returned or replaced.